Event description:
Reporter alleged the pt obtained discrepant blood glucose results of 461 mg/dl back to back with a result of 157 mg/dl when tests were performed within one minute of each other on the pt's compact system. Reporter stated the pt was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.